Event description:
Rptr stated that 10 of their pts including this pt were implanted with the devices and have experienced ruptures of these implants. This pt first experienced the right implant rupturing about one year after the implant surgery a few days ago. The rptr stated that in each case, they had to do surgery on each pt including this pt at rptr's own expense. The devices have been replaced with another MFR's implant. The rptr stated that the co will not return their phone calls. Rptr did make some contact with the co president but the co has not continued the communication with them. The co also refuses to live up to their warranty to the pts. Rptr is quite upset over the co's reponse to the situation. The pt is scheduled to have another surgery to correct the rupture of the left breast implant. The rptr also stated that this co did not get prior FDA approval for their implants and so currently they are doing much of their operation overseas. In the meantime, the pts have experienced significant pain because of the ruptures.